Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2010.according to the complainant, post-procedure, the patient experienced pain and suffering.all other information is unknown and unavailable.

Manufacturer narrative:
Customer reported lot number: lot #1ml0080501.